Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and it did not connect to the ilet, with no warm-up or glucose readings until support guided the user to rescan and start the sensor, after which the warm-up initiated and readings became available. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health, and blood glucose was reported in range after troubleshooting. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue resolved after the sensor was rescanned and properly started. It was concluded that the event involved a temporary pairing or initialization failure that was corrected through standard troubleshooting without clinical harm.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.